Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a system being used to deliver morphine at unknown dose/concentration for non-malignant pain and post lumbar laminectomy syndrome. The pump was explanted one month and one week form implantation due to infection. The patient also first started experiencing the infection one month and one week after it was first put in. It was believed the catheter remained implanted, but this was not confirmed. The circumstances that led to the infection were not known.